Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The xience pro device is currently not commercially available in the us; however, it is similar to a device sold in the us. The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported the procedure was to treat a heavily tortuous, eccentric, 78% stenosed, de novo lesion in the distal, diagonal coronary artery. The 3.0x12 mm rx xience pro stent delivery system (sds) was advanced; however, resistance was met with the guide catheter and with the anatomy. The sds crossed to target lesion; however the proximal shaft kinked and broke [separated] during advancement. The sds was simply removed and a non-abbott sds was used to complete the procedure. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). The device was initially reported as returning for analysis, but the device was not returned. (B)(4). The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. It should be noted that the xience pro everolimus eluting coronary stent system instructions for use (IFU) states: if unusual resistance is felt before the stent exits the guiding catheter, do not force passage. Additionally, a review of the labels attached to the electronic lot history record for this lot was conducted and all labels indicated an expiration date (use by date) of 18 february 2016; however, it was reported the device was used on (B)(6) 2016. The expiration date of the product is important for sterility, efficacy, and performance of the device. The IFU states: note the product use by date. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling. The investigation determined the reported difficulties appear to be related to circumstances of the procedure.

Manufacturer narrative:
(B)(4). The device was reported as not returning for analysis, but the device was returned. Evaluation summary: the device was returned for analysis. The reported kink and the reported shaft detachment were able to be confirmed. The reported difficulty to position was unable to be confirmed. The reported physical resistance was unable to be replicated in a testing environment as it was based on operational circumstances. The investigation determined the reported difficulties appear to be related to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.